Event description:
Per provider the tilt actuator will not hold calibration.

Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1525712-2013-03784 indicting the date of report and date manufacturer became aware as (B)(6) 2013, when actual date was (B)(6)2013.

Event description:
Tilt actuator issue on a 3gar-cg power chair, tilt will not go past 36 degrees and will not come back up to zero, stops at 9 degrees, also calibration is not holding. Turns allegedly started to become jerky after user washed his hair and tilt issues also started after user washed his hair. Dealer states probable water damage.